Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that since the implantable neurostimulator (ins) was replaced, they had noticed tremors and pain in their right hand and right foot. The area would start to tingle and then go numb. The hcp indicated that when the patient turned the ins off, the symptoms went away. The tremors returned when the ins was turned back on. They mentioned that this was similar to what the patient had experienced in 2015/2016 with the previous device. The hcp did not know when the symptoms specifically started or if the symptoms ever went away between having the previous device and the replacement. They stated that it seemed like the issues started shortly after something was changed with the device/patient had surgery. It was indicated that the patient had a post-operation appointment scheduled for (B)(6) 2017. Additional information received from the patient indicated that at 1.3v, their foot started tapping. They mentioned that their problems were that they had tremors in their hand. They had the amplitude at 1.1v, but it made their hand shake and the fingers got "shaky." This was compared to having red bull all day. They further stated that they weren't voiding as much when they turned the stimulation down. The patient was on the second program that they have tired, and it was not going well. They noted that the more they operated on it, the worse it got. It was not comfortable at all, like when they were sitting on it. They hoped that it would get better as time went by, but it didn't seem like it would. During the call, the patient stated that they were having trouble syncing, and had just put new batteries in. They were able to resolve this on their own during the call. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.